Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the objective lens had foreign materials, the probe cover was burned, and the charged coupled device was damaged causing the focus to not change to near point. Based on the results of the investigation, olympus confirmed the device had foreign material, but the type of material or root cause cannot be identified. A definitive root cause cannot be determined. The probable cause of the burned probe cover was a high-energy treatment device was used without ensuring a sufficient distance from the tip. The root cause of the damaged charged coupled device was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the analysis, it was observed that the objective lens had foreign materials, the probe cover was burned, and the charged coupled device was damaged causing the focus to not change to near point. The root cause of the white foreign material could not be identified. The probable cause of the burned probe cover was a high-energy treatment device was used without ensuring a sufficient distance from the tip. The root cause of the damaged charged coupled device was component failure. There were no reports of patient involvement.